Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg is inoperable due to lack of charging. The patient has requested a system explant. Surgery may be pending.

Event description:
Additional information identified the patient's ipg was explanted some time in (B)(6) 2017 (exact date is unknown).